Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving infumorph, 5 mg/ml concentration at 0.5 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported the patient and her husband were having "vigorous sex" that caused the catheter tip to pull out from the intrathecal space. Patient started having flu-like symptoms (withdrawal) and went to see her managing hcp on (B)(6) 2018 in which the managing hcp also thought was the flu so he had increased her dose. After the dose increase on (B)(6) 2018, she still wasn't feeling well so she went back to see her managing hcp on (B)(6) 2018 which was when they performed a catheter dye study that determined the catheter tip had pulled out of the intrathecal space. The pump was put into min rate on (B)(6) 2018. The revision was performed today and they revised the spinal segment of the catheter. No further complications were reported.